Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok button of the keypad was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2017 with the following findings: on investigation, the keypad cover was intact and without damage. On testing, the ok button was confirmed to be unresponsive. The keypad cover was removed for investigation and revealed no evidence of contamination on the contacts of the keypad buttons. The pump was opened for further investigation and revealed moisture on the keypad flex connector. Investigation duplicated the complaint.